Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The trunk cable showed signs of physical abuse. Additionally, a migrating pulse wire was found in ECG c, shorting the +5 v wire. The root cause for the open drvn_gnd wire was excessive force. A root cause investigation into migrating pulse wires determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms.